Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 jaws were scissoring; they were not approximating properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the jaws were burnt and the silicon coating was cracked. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test. Based upon this, the reported failure "device remains activated" is confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA system. (B)(4).